Manufacturer narrative:
(B)(4). Date sent: 5-31-2016. MDR decision: not reportable. Additional information received: did any of the tissue pad detach from the clamp arm and fall off? (Not melted away, but a piece broke off?) No, it didn¿t fall off. Is the tissue pad returning with the device or has it been disposed of? Yes. Does the surgeon activate the device with the jaws closed, with no tissue between the jaws? No. Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event and is being considered not reportable. Alert date: date information received changing the file to not reportable.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Batch # unk. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a laparoscopic lobectomy procedure, the teflon tip of the clip was detached and began to melt due to the heat. It is unknown how the procedure was completed. There were no adverse consequences for the patient reported.